Manufacturer narrative:
The investigation determined that a higher than expected, non-reproducible vitros tropi es result was obtained from a single patient sample, when processed on the vitros eciq system. The definitive root cause for the non-reproducible, higher than expected vitros troponin I es test result could not be determined, although the possibility that inappropriate pre-analytical sample preparation contributed to the event could not be ruled out as the customer was not conforming to the sample collection device manufacturer¿s guidelines for sample centrifugation. The investigation found no evidence to suggest that the customer¿s vitros troponin I es reagents were performing unexpectedly. In addition, the investigation found no evidence to confirm that the customer¿s vitros eciq analyzer had malfunctioned.

Event description:
The customer obtained a higher than expected, non-reproducible vitros tropi es from a single patient sample processed on a vitros eciq immunodiagnostic system. Patient sample 1: vitros troponin I es result of 0.095 ng/ml vs. Re-test results of <0.034 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected vitros troponin I es test result was reported to a clinician; however, no patient treatment was altered, initiated or stopped as a result of this event. There are no allegations of harm as a result of the event described. (B)(4).